Manufacturer narrative:
It was reported that that piece on the right heel has some sort of defect that wore through the padding causing an ulcer on his heel. This required a trip to the ER. He had to have intravenous antibiotics administered an oral antibiotics for 2 weeks. The shoe has not been returned for evaluation, complaint could not be confirmed, root cause could not be established. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that that piece on the right heel has some sort of defect that wore through the padding causing an ulcer on his heel. This required a trip to the ER. He had to have intravenous antibiotics administered an oral antibiotics for 2 weeks.